Event description:
The customer alleged that she performed a control test and received a result of 218 mg/dl. While troubleshooting, she performed another control test and received a result of 219 mg/dl. The normal control range was 93-127 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.